Manufacturer narrative:
The device was returned to olympus for inspection and the complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Additionally, the white residue inside air/water channel and cylinder. The foreign material could not be analyzed as the substance was not available for sampling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burn at the opening channel and white residue inside in the air/water channel and cylinder. There was no patient involvement.